Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13010. It was reported that before the device replacement procedure, high capture threshold on the rv and ra leads were observed. The patient was known to have high capture thresholds, and the previous leads were explanted in the past. The physician opted not to explant the leads. The patient was stable and being monitored.

Event description:
New information received notes that the ra and rv leads were explanted and replaced. Higher, in range, pacing lead impedance was noted on the new rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: a partial lead with the distal tip measuring 40.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.